Manufacturer narrative:
Due to additional information received, the fields b5 (describe event or problem) and b6 (relevant tests/laboratory data) were updated. Thus, this supplemental report is being filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.

Event description:
It was reported that a perforation, a pericardial effusion and a cardiac tamponade occurred. During a watchman procedure, a versacross connect access solution kit was selected for use. The physician mentioned that the transseptal crossing went smoothly; however, when flossing the septum to make room for the biosense 4d ice catheter to cross the septum, the physician accidentally perforated the back wall of the left atrium (la) with the tip of the versacross connect dilator, which caused a circumferential pericardial effusion with a cardiac tamponade, that was treated through pericardiocentesis, draining 160cc of blood. The patient became stabilized, and the watchman implant was completed successfully with a 20mm device. The patient was then taken to the intensive care unit (ICU) for monitoring. Overnight, it was noted that the patient had some accumulation of fluid in their drain, thus the physician was eventually called in to manually pull off. The patient had no more drainage the next day and seemed stable and remained in the ICU. The device is not expected to be returned for analysis. Prior to the procedure, there was a small pericardial effusion (pe) noted. A drop on the patient's pressure was reported, but rebounded once the fluid was drawn off. The patient was on eliquis but was discontinued 2 days before. It was further mentioned that there were no issues with transseptal involving the versacross dilator. Although, the physician mentioned that they had difficulty visualizing the versacross rf wire, since it was the first time using with 4-d ice. In the physician's opinion, the versacross rf wire and dilator did not malfunction during the procedure, and the rf wire did not contribute to the adverse event. Patient has been discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation, a pericardial effusion and a cardiac tamponade occurred. During a watchman procedure, a versacross connect access solution kit was selected for use. The physician mentioned that the transseptal crossing went smoothly; however, when flossing the septum to make room for the biosense 4d ice catheter to cross the septum, the physician accidentally perforated the back wall of the left atrium (la) with the tip of the versacross connect dilator, which caused a circumferential pericardial effusion with a cardiac tamponade, that was treated through pericardiocentesis, draining 160cc of blood. The patient became stabilized, and the watchman implant was completed successfully with a 20mm device. The patient was then taken to the intensive care unit (ICU) for monitoring. Overnight, it was noted that the patient had some accumulation of fluid in their drain, thus the physician was eventually called in to manually pull off. The patient had no more drainage the next day and seemed stable and remained in the ICU. The device is not expected to be returned for analysis. Prior to the procedure, there was a small pericardial effusion (pe) noted. A drop on the patient's pressure was reported, but rebounded once the fluid was drawn off. The patient was on eliquis but was discontinued 2 days before.